Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specific . Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No blank display or unexpected insulin flow blocked alarms noted. Device properly communicated with the contour next bg meter. No communication anomalies noted. Insulin pump trace download analysis confirmed the pump alarmed low battery alert and replace battery now alarm. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed low battery alert and replace battery now alarm due to connector resistance . After disconnecting and reconnecting the internal battery connector on the pump was monitored and functioned properly. Unit received with corroded battery tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced a high blood glucose as well as insulin pump received replace battery now alarm. The blood glucose level was 418 mg/dl at the time of incident. Customer stated that this was the second occurrence of replace battery alarm without low battery warning. Customer also stated that the insulin pump was not turning on. The product will return for the analysis.